Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event log history review showed that there was no indication that the complaint was related to a service of the device within the review period. The reported problem could not be duplicated however, further investigation identified that the downstream occlusion (dso) seal was installed incorrectly and was delaminated in some parts. The dso was replaced to fix the issue.

Event description:
The customer returned product for device does not power on, during physical inspection it was found that the downstream occlusion (dso) seal was installed incorrectly and was delaminated in some parts